Manufacturer narrative:
According to the received information from the field, damage to the active electrode cannot be ruled out at this point in time. Further the gpi is seen to be increased, but no telemetry history is available. The recipient's hearing benefit was limited and has been worked around by re-mapping. The recipient is reportedly doing fine now and will be monitored by the clinic. The available information received, does not allow to determine an exact root cause.

Event description:
The child is not hearing with the device. There is no report of accident or trauma. The user did not perceived any change in hearing with the device in 2014 when electrode channels first showed high impedance. The change in hearing only occurred a few months ago when the user stopped hearing. The user was re-mapped and subsequently reported better hearing performance. The user will be monitored.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The child is not hearing with the device. There is no report of accident or trauma.